Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from where the pin fell out during their pd treatment. The patient reported receiving a patient line is blocked alarm during fill 1 of 4 of treatment. Technical support asked the patient to check to see if the pin was pushed in. When the patient touched the pin, it fell out. The patient confirmed he barely touched the pin and it fell out easily. Fluid leaked onto the patient from where the pin fell out. The treatment was cancelled. When the patient removed the cassette, he confirmed the cassette and cycler were dry. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported fluid leak event occurred where the cycler set pin fell out after being touched squirting fluid across the room and onto the patient. The patient confirmed using the system for 3 years and regularly checks for kinks and twists as well as good connections to the tubing. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from where the pin fell out during their pd treatment. The patient reported receiving a patient line is blocked alarm during fill 1 of 4 of treatment. Technical support asked the patient to check to see if the pin was pushed in. When the patient touched the pin, it fell out. The patient confirmed he barely touched the pin and it fell out easily. Fluid leaked onto the patient from where the pin fell out. The treatment was cancelled. When the patient removed the cassette, he confirmed the cassette and cycler were dry. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed the reported fluid leak event occurred where the cycler set pin fell out after being touched squirting fluid across the room and onto the patient. The patient confirmed using the system for 3 years and regularly checks for kinks and twists as well as good connections to the tubing. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.